Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification . And no unexpected low battery alert, replace battery alerts, or replace battery now alarms noted during testing. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.